Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via merlin at home transmission with non-sustained lead noise due to post-paced t-wave oversensing. The device was reprogrammed with no further issues.